Event description:
It was reported that occlusion alarms occurred. Occlusion alarm persisted but was identified as caused by a blockage in the cartridge. There was no adverse impact to customer¿s blood glucose level. Customer changed supplies and resumed insulin therapy.